Manufacturer narrative:
No customer returned received. In-house file reaction discs met acceptance criteria when tested with in-house panels. Without the returned reaction discs and sample it cannot be determined if the complaint is product or sample related. Evaluation complete-final report.

Event description:
The account obtained discrepant results when a kit gave positive results and quantitation and ultrasound gave negative results. The pt's urine was random collected in the office and gave a strong positive result with the test. The pt's last menses was 2-3 months ago. The pregnancy test was performed because the pt had missed her menses for several months. The ultrasound showed no signs of pregnancy or fundal mass. A serum sample was then drawn and sent for quantitation for results equal to less than 2.0 miu/ml. No intervention occurred as a result of the test results. The pt is currently taking ortho 777 and insulin nph.